Manufacturer narrative:
(B)(4). Date sent: 08/26/2020. Additional information received: dr. (B)(6) has 6 years of experience and performs approximately 20 whipples per year. The following information was reported by dr. (B)(6). This was a female patient in her 70¿s who had a mass in the head of the pancreas. There was no metastasis and vascular workup was negative, so we moved forward with the classic whipple procedure. There were no problems in the initial surgery and the patient was stable. I used a ntlc 60mm with a green cartridge. I use green cartridges for this type of surgery. This is typical for me. The stomach was cut with 2 lines for suture. There were no problems with the green cartridges that I used. There was no jamming or sticking. The staple form was good, and I had no issues with firing. Basically, everything was standard as usual. She went to the ICU for 2 days and then was transferred to the ward. She then starting vomiting so an ng was placed for a couple of days and she got better. Oral feeds were started, and she tolerated those. On day 5 she was not doing well. She presented with tachycardia and the vomiting resumed. A CT-scan was done and there was free fluid in the abdomen. So, this was around 6 to 7 days post-op and I took her back to surgery for a revision. There was serosanguinous fluid noted but all anastomosis was intact. The leak was at the antrectomy. It was not open; no holes were observed. When the suture line was pressed, I could see drops in various areas throughout the staple line. There were no staples missing from the staple line and staple form looked good. The tissue was inflamed but not ischemic or necrotic. I transected again and redid the anastomosis. After the procedure she continued to not do well and passed away. She had delayed gastric emptying with distended stomach before we put the ng in. That possibly may have contributed to the issue. I try to enhance the patient¿s recovery and the ng is removed after the procedure and po liquids are started the next day.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2020. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information: indications for surgery? Pancreatic head mass. Surgical procedure? Whipple. What structure was being fired on? Structure fired upon- división of stomach. Was there any ischemia of tissues that were stapled? Ischemia tissue- no ischemia tissue. Were there any difficulties with device? No apparent difficulty while firing the device. What was the location of the open staples? Location open staples- diffuse, several places along the staple line. What is meant by ¿the staple line was loose in parts¿? The staple line was not loose; it seemed intact but when gentle pressure was applied yo the stomach the leaks were noticed. Are any photos of staple line available? No photos were taken unfortunately. The lot number for reload was provided but is the lot/batch number of stapler available. What setting was used (blue, gold, green)? The setting used for stapling the stomach was green. Can the autopsy report be provided? This information is confidential and therefore cannot be shared.

Event description:
It was reported that during a pancreatectomy, with torpid evolution, on (B)(6), the devices used worked properly and the staple lines were well formed per the surgeon. The patient was taken to surgery on (B)(6) 2020 again for presenting multiple emetic episodes, gastric distension,intestinal obstruction, tachycardia, leukocytosis and neutrophilia, where cloudy peritoneal fluid was found. 400cc, gastric dilatation, with leakage of gastric contents at the level of the mechanical gastrectomy suture line (antrectomy). Some open staples were evident in several places along the staple line and there was a leak in the suture line. It seemed intact, but when gentle pressure was applied to the stomach, the leaks were noticed. The structure being fired on was the division of the stomach and the setting used for stapling the stomach was green. It was presented in the gastrojejunal anastomosis. Once the surgery service identified the finding (leakage of gastric contents), it carried out within the same surgical act washing of the peritoneal cavity, reconstruction of partial gastrectomy, gastrointestinal reconstruction in y de roux, and lysis of peritoneal adhesions via the open route. Subsequently, patient was transferred to the intensive care unit because she required vasopressor support and invasive mechanical ventilation. She was anuric, tissue hypoperfusion, with metabolic acidemia and hyperlactatemia, where management for deterioration of the general state began despite treatments established on (B)(6) with a significant decrease in hemoglobin, for which a transfusion was indicated. She was taken to an exploratory laparotomy, where there was a 1000cc hemoperitoneum with bleeding from the left gastroepiploic towards the greater curvature and small bowel loops with irreversible changes in ischemia, which compromised the loop of the gastrojejuno anastomosis. The hepaticojejuno anastomosis performed therapeutic lavage and drainage of the hemoperitoneum, and she was transferred again to the intensive care unit in poor general conditions. However, the patient died around 3:00 p.m. On (B)(6) 2020. There was no difficulty opening the device, only while firing. The leak occurred in the antrectomy.